Event description:
The manufacturer sales representative reported the device had blades break during a case. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.